Manufacturer narrative:
Based on the reported information the incident could not be confirmed. The product was not returned for evaluation. Hence the root cause of the reported incident could not be determined. The device history records (DHR) were reviewed, and all components were received as acceptable o manufacturer the tray. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes. Pursuant to 21 cfr 803 24 neither the filing of this medical device report nor the information contained herein shall be construed as an admission or acknowledgement that the information submitted to integra lifesciences holding corporation or any of - its subsidiaries is valid or that the device caused or contributed in any way to a death or serious injury.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The physician initially reported that about a year ago (2010), the needle driver and hemostat from the hith kit broke during a procedure on a patient. Additional clinical information was received on (B)(4) 2011, with the following information: a patient with an underlying medical condition of a closed head injury underwent a "twist drill/ventriculostomy" procedure. The product problem was described as the needle driver broke when it was used to pull the trochar through the patient's skin. There was no patient injury. The instrument broke at the last quarter of the procedure. There was no delay in surgery. There was no effect on patient outcome.